Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported experiencing elevated blood glucose levels up to hi (>600 mg/dl). Caller alleges a product defect that causes the infusion site to be wet and the cannula to come out of her body without her realizing it. No adverse event reported; was able to self-treat. Customer discarded the alleged device; no product will be returned.